Manufacturer narrative:
The returned device was evaluated and the pod generated an 0xd3 hazard alarm indicating qn3000 i2c illegal address. The hazard alarm was triggered during pod state 1 indicating the pod alarmed immediately upon fill before transitioning to the filled pod state 2. The fill rod was observed to be shorting both fill springs. The hazard alarm prevented the pod from being successfully activated and failure to deploy. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. Measurement of the pcb assembly shelf mode current found it to be out of specification at 4.1 milliamperes. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The high shelf mode current of the pcba contributed to the low battery voltages. It could not be conclusively determined whether the high shelf mode current and low batteries contributed to the observed alarm and root cause of the device not deploying.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pinks slide had not moved forward. The pod was not worn. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.